Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced valve cv47 which is a check valve located in the drain path of the needle bellows. In addition, the fse indicated that the 5c differential (diff) and reticulocyte (retic) controls were both running on the low side. To resolve the control recovery issue, the diff and the retic shear valves (blood segment valves) were replaced. (B)(4).

Event description:
The customer reported less than 1 milliliter of fluid overflowing from the needle bellows of the lh750 instrument. The fluid went onto the tube sample caps as the tubes were being pierced. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.